Manufacturer narrative:
The reported events of high pacing impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the returned connector sleeve found damages to the inner bore consistent with procedural damage. The cause of the reported events were isolated to procedural damage to the connector sleeve. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited poor sensing and high pacing impedance. The reported lead was not implanted and the procedure was completed on (B)(6) 2023. There were no patient consequences.